Event description:
It was reported when the patient presented to the clinic, oversensing noise was observed on the right ventricular (rv) lead. The rv lead will be monitored. There were no adverse health consequences, the patient was stable.